Manufacturer narrative:
(B)(4). (B)(4). Leak test failure. The analysis results of the h12lp device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. An investigation is in process to determine the root cause of this failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking air through the seal. This was the camera port. The same device was used to complete the procedure. No adverse consequences reported.